Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service (eos) status less than 3 months of being implanted. The icm was explanted, and it has been returned to bsc. No new device was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was thoroughly inspected and analyzed. Neither visual examination nor x-ray examination of the icm device identified anomalies. A review of latitude data confirmed the icm device failed the projected longevity and identified low voltage faults. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis did not identify any anomalies that would have cause or contributed to the observed premature battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on returned device analysis and a thorough review of the reported complaint, the conclusion code cause linked to device but unable to trace more specifically was assigned, because the reported observations were traced to the device, but a specific cause could not be determined.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service (eos) status less than 3 months of being implanted. The icm was explanted, and it has been returned to bsc. No new device was implanted. No adverse patient effects were reported.